Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020 date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that patient developed an infection at the pocket site. Symptoms of fever and discharge were noted and the patient was prescribed with antibiotics. It was also reported that the infection was not device related. All device components were explanted and will not be returned as it they were discarded.